Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to the fisher & paykel healthcare (fph) service center in (B)(4) where it was inspected and repaired by a trained fph service technician. Results: visual inspection of the returned neopuff revealed physical damage to the gas inlet port and to the upper casing of the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We note that the subject neopuff is over 13 years old. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The subject neopuff was repaired at our service center and returned to the healthcare facility after passing the performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in france requested annual maintenance for an rd900 neopuff infant resuscitator. Upon assessment it was found that the neopuff had a broken gas inlet port. There was no patient involvement.